Event description:
This medwatch report was inititated upon the receipt and review of maude event report # mw1040228. The complainant has reported that a female pt (age unknown) underwent a therapeutic placement of a metal tracheal stent approximately one year ago (event date not specified) for treatment of post intubation tracheal stenosis. We are not able to confirm if the device was a bsc product as no upn info was provided. Subsequent to the stent placement the pt reportedly developed 'stent related problems' which necessitated multiple procedures for dilatations to treat narrowing of the airway. In 2006 this pt underwent a procedure for stent removal. The stent was noted to be embedded in the mucosa- post stent removal, the pt required intubation and hospitalization. The pt has recovered and is currently fitted with a tracheal tube. No further info was provided on the voluntary report.

Manufacturer narrative:
This device has not been received by this MFR. An eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures. The ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all alternative therapies have been exhausted.